Event description:
It was reported that the patient presented to the emergency room with discomfort. The right ventricular lead exhibited loss of sensing and failure to capture. The lead was first deactivated and then successfully explanted and replaced. The patient was stable.